Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported when the high flow insufflator attempted to pump co2 gas, a leak occurred in the regulator, causing the co2 gas supply not delivered properly. The issue was found during service / maintenance (not in a clinical setting).